Event description:
It is reported that the pt is experiencing pain, swelling, numbness, clicking noise, knee buckles, trouble standing up and back pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The part and lot numbers are unk; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. This product is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.